Event description:
The reporter stated the surgeon inserted an aq2015a lens, 25.0 diopter. The lens tore on insertion into the eye. Lens was removed with no pt injury. No widened incision and no suture. Another lens was implanted using a new injector. The reporter stated the lens was damaged by the injector.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found optic cut in half. Piece of optic torn off and missing. There was evidence of clear surgical residue. Eval conclusion (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 6/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(6).